Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that after an injection in the marionette lines, and nasal labial folds with juvéderm® ultra plus the patient experienced ¿infection granuloma four months later, in the marionette lines.¿ hcp confirmed the patient was treated with antibiotics. Patient has no history of allergies, autoimmune disease or prior dermal fillers but was taking progesterone and estrogen concomitantly. No diagnostic testing was administered. Two packaged allergan needles were used for the procedure. This was the initial use, and both syringes have been discarded. Symptoms are ongoing and have not been resolved. Patient is not part of a study. Hcp confirmed this was a serious injury and intervention was given to avoid serious injury.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection granuloma four months later" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: ¿product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. ¿inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. ¿additionally there have been reports of nodules, infection, and inflammation. ¿the onset of infection generally varied from immediate to 1 month post injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. ¿the onset of nodules generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. ¿the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Instructions for use: ¿the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A linear threading technique, serial puncture injections, or a combination of the 2 have been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional (hcp) reported that after an injection in the marionette lines, and nasal labial folds with juvéderm® ultra plus the patient experienced ¿infection granuloma four months later, in the marionette lines.¿ hcp confirmed the patient was treated with antibiotics. Patient has no history of allergies, autoimmune disease or prior dermal fillers but was taking progesterone and estrogen concomitantly. No diagnostic testing was administered. Two packaged allergan needles were used for the procedure. This was the initial use, and both syringes have been discarded. Symptoms are ongoing and have not been resolved. Patient is not part of a study. Hcp confirmed this was a serious injury and intervention was given to avoid serious injury.